Event description:
During a diagnostic imaging procedure, the imager ii catheter was observed to have a foreign material in the lumen. Upon flushing the catheter, a 6 cm, green plastic piece of foreign material was forced out of the lumen. A new imager ii catheter was used and the procedure was successfully completed. No patient injuries or complications were reported.